Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in the emergency room due to wearing a pod. Despite good faith attempts to obtain additional details around the reported medical event, no further information was provided.